Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer believed the set was not delivering insulin and their levels rose to 600mg/dl. It was reported that the customer has now been wearing the sets on their arms with no issues. It was reported that the customer had treated with manual injection and lowered levels to 300mg/dl. It was reported that the customer declined to troubleshoot at the time, and would be calling back at a later time.